Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. The unit was unable to power on due to a defective power supply unit. The menu functions were unable to be displayed due to a defective printed circuit board. The circuit board was burnt, and the board base was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus there was no power when turning on the 3d visualization unit during preparation for use. There was no additional medical treatment or surgical intervention required. No patient harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective printed circuit board could not be determined. Additional information about the event was requested, but unknown. Olympus will continue to monitor field performance for this device.